Manufacturer narrative:
Catheter model: 8711 lot# n130200004, implanted: 2007 (B)(6), explanted: unk; catheter model: 8711 lot# j11020r56, implanted: 2002 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the patient was to get an MRI of the thoracic spine. Per reporter, "supposedly it's because they don't think the pump is working anymore or something". Drugs delivered via the device were morphine and hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.